Manufacturer narrative:
On 9 of september 2020 a third party service provider, harvest healthcare representative, informed arjo about minstrel floor lift failure. During performing a load test, the spreader bar assembly detached. No patient was involved, no injury sustained. Device was taken out of use. A visual inspection of a returned part and photographic evidences provided showed broken the bottom scale attachment bolt. The bolt was drilled through. The bolt is drilled to insert the grub screw and prevent unscrewing of the spreader bar. Every minstrel device passes through routine load test with safe work load after manufacturing, before releasing for sale. Device history records were reviewed and no discrepancies were found. According to device labelling (instructions for use, mmx15030) a load test shall be performed annually during preventive maintenance of the device. The service records were not made available for arjo representative, therefore it is unknown if a load test was performed in the past. Arjo device failed to meet its performance specification since spreader bar detached from the lifting arm. The device was not used for a patient treatment when the failure occurred. This complaint was decided to be reportable in abundance of caution due to spreader bar detachment during performing a load test.

Manufacturer narrative:
Device was taken out of use and returned to the third party company. Broken pin was returned to arjo for further analysis. Visit of arjo representative to inspect a whole device is planned. Additional information will be provided upon investigation conclusion.

Event description:
A third party service provider, harvest healthcare, informed arjo about minstrel failure that occurred at the (B)(6). During performing a load test with 90 kg, the spreader bar assembly broke. No patient was involved, no injury sustained.